Event description:
High impedance was found on a patient's generator during their a prophylactic replacement surgery on (B)(6) 2016. Consequently the patient underwent a full revision; both the lead and generator were replaced. Analysis of internal decoder information showed that the high impedance actually occurred on (B)(6) 2016 when the impedance increased over 25% from 2370 ohms to 9761 ohms. This sudden and significant increase in lead impedance is indicative of a lead fracture. The lead will not be returned due to the explanting hospital's policy on returning medical devices thus no other analysis will be performed on the lead. .